Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Reportedly, the customer did not charge the pump which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 514 mg/dl. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.